Manufacturer narrative:
An evaluation was performed on the returned device and found a leak on the bending section rubber glue on the bending section cover. A hole was noted on the bending section rubber as well and the bending section was found collapsed. An angulation issue was noted during evaluation. The scope was repaired. The instruction manual provides the statements below to prevent damage to the scope. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination.

Event description:
The unit was returned to the service center for annual inspection. There was no report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the bending tube breakage could not be conclusively specified. The probable cause was that the user manipulated the device and excessive stress was added to the bending section. The IFU (instruction for use) states how to detect the event as follows. It was not confirmed whether the user suggested the event or not. The user handling may have deviated from the IFU. ¿precautions : perform a leakage test on the endoscope after each pre cleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. IFU (instructions for safe use) states how to prevent the event as follows. Since the suggested event occurred, the user handling may have deviated from IFU. ·do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. ¿ do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.